Manufacturer narrative:
All available information was investigated, and the reported mechanical jam (lock line ¿ inability to remove) could not be replicated in a testing environment. Additionally, the lock line was observed to have a knot. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported mechanical jam (lock line ¿ inability to remove) appears to be related to the knot found on the lock line. A cause of the observed knot on lock line could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a lock line jam. It was reported that during a mitraclip procedure with an xtw, a patient presented with grade 3-4 functional mitral regurgitation (mr) and a restricted posterior leaflet. When the lock line of the xtw was pulled to the deploy the clip, the lock line became stuck in the middle. The clip was able to be removed with the clip delivery system. A replacement completed the procedure. The mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.